Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-26 h6: investigation summary customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that the plunger rod was loose and fell out when the cap was removed. The returned syringe was examined, and it was observed that the plunger cap was damaged and the plunger rod was broken at the thumbpress. It was observed that the plunger rod assembly was secure within the syringe barrel. A review of the device history record was completed for batch# 1190566. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (plunger rod broken). Root cause cannot be determined. Bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod loose). Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger issues. The following information was provided by the initial reporter : the consumer reported the when the cap was removed the plunger fell out and stated that the plunger rod was loose. Date of event : (B)(6). 2021. Sample : available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger issues. The following information was provided by the initial reporter : the consumer reported the when the cap was removed the plunger fell out and stated that the plunger rod was loose. Date of event : (B)(6) 2021. Sample : available.